Event description:
It was reported that the colonovideoscope had shown, a scope error e237, displayed a noncompatible to the system error, and had frozen during the procedure. The event occurred during a diagnostic lower gastrointestinal procedure while the patient was under sedation. The intended procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.